Manufacturer narrative:
An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a hypodermic needle. The customer states the needles are flimsy and loose and don't screw on to the syringe.